Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Summary of event: as reported, the basket on the 'ncompass nitinol tipless stone extractor' could not function. The issue was found during device testing prior to an unspecified procedure. The procedure was completed with another ncompass nitinol tipless stone extractor. A section of the device did not remain inside the patient¿s body. The patient did not require any additional intervention due to this occurrence. The patient did not experience any adverse effects due to this occurrence. Investigation evaluation: reviews of the complaint history, device history record (DHR), instructions for use (IFU), manufacturer¿s instructions (mi), and quality control (qc) procedures were conducted during the investigation. A document-based investigation evaluation was performed. A search of the device history record found two non-conformances that were found to have issues during the manufacturing and quality control inspections. The other devices from the lot passed the inspections. The two, possibly related, non-conformances were determined to be insufficient evidence to conclude that other device in the lot, in house, or in the field were nonconforming. A complaint history database search showed no other related complaints associated with the complaint device lot. Because adequate inspection activities had been established, there was objective evidence that the DHR was fully executed, and no other lot related complaints had been received from the field, it was concluded that there was no evidence that nonconforming product exists in house or in field. Cook also reviewed product labeling. The IFU [t _ ntse_ rev1] did not provide any information related to the reported issue. Functional tests and visual inspection of the returned complaint devices were also conducted. One, used, 'ncompass nitinol tipless stone extractor' was returned for investigation. Upon visual inspection, it was noted that the basket wires of the basket formation were twisted and bent making the basket formation unsymmetrical. The information provided upon review of complaint file, device history record, complaint history, and quality control documents did not provide evidence to support that the device was manufactured out of specification or to suggest items in the lot or similar devices in the field or in house were nonconforming. The returned device was found to have basket wires that were deformed, resulting in an improper basket shape. The provided information stated the issue was discovered before use of the device. Based upon the available information and results of the investigation, cook has concluded that the cause for the complaint could not be established. The appropriate personnel have been notified and cook will continue to monitor for similar events. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, the basket on the ncompass nitinol tipless stone extractor could not function. The issue was found during device testing prior to an unspecified procedure. The procedure was completed with another ncompass nitinol tipless stone extractor. A section of the device did not remain inside the patient¿s body. The patient did not require any additional intervention due to this occurrence. The patient did not experience any adverse effects due to this occurrence. No additional information has been requested.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. (B)(6). E3: occupation = unknown, g4: PMA/510(k) # = exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.